Event description:
The alarm on my medtronic pain pump device has not gone off on 2 different occasion. Also my personal therapy manager is always going dead. I put batteries in and in a matter of 24 -48 hours needs another set of batteries. The pump itself is painful it hurts if I move the wrong way. I can't lean on it, if I do the pain is horrible if I move the wrong way forgot about it. I had issues from day. But the doctor said it would get better and it's almost 2 years later and not much better. If I would have known all the problems this pain pump was going to cause in my life besides the pain I already had, I would have just dealt with my original pain. Which this has not really helped like I though it was going to. Instead of giving me additional problems I really didn't need to worry about like being dead, because I don't hear an alarm go off I my pump goes haywire.